Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported in an article published in the american journal of surgery, 2011, 202, 28-33, titled predictors of mesh explantation after incisional hernia repair that a patient underwent an incisional hernia repair and mesh was used. The mesh was explanted due to infection. No additional information was provided.